Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system flat detector would not ascend. A review of the system log file showed that a geo ui module malfunctioned. The fse replaced the ui module. After the replacement of the ui module, the system was returned to good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.

Event description:
It has been reported to philips that the flat detector would not ascend. There was no report of harm. Philips has started an investigation of this complaint.